Event description:
The following information was reported to gore: this patient was previously implanted with an endurant device for an abdominal aortic aneurysm and then, the patient developed aneurysm enlargement. On (B)(6) 2022, this patient underwent an endovascular treatment for the abdominal aortic aneurysm enlargement using gore® excluder® aaa endoprostheses and gore® dryseal flex introducer sheaths (dsf sheaths). All the planned devices were placed successfully. When the dsf sheath of 18 fr was withdrawn from the left side, injury in the left iliac artery was found. The injured vessel was repaired surgically. The patient tolerated the procedure. The reporting physician commented as follows: the patient¿s vessel of punctured site was calcified; therefore, excessive stress was applied to the vessel wall when the dsf sheath was inserted.

Manufacturer narrative:
(B)(4). It should be noted the gore® dryseal flex introducer sheath instructions for use (IFU) state ¿adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.¿ w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.